Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission revealed that the pacemaker exhibited mode switch with extra p-waves. No programming changes were performed. The patient was in stable condition.